Event description:
Pt reported she was diagnosed with mds on (B)(6) 2018. Pt also stated she underwent chemotherapy from (B)(6) 2017 to (B)(6) 2018, and is no longer on chemotherapy since it was not producing the results they hoped. Mdo is aware and has cleared her for the euflexxa injections. Event did not stop after use stopped or dose reduced. Event did not reappear after reintroduction. Route: intra-articular. Used weekly for osteoarthritis.